Event description:
(B)(4). Initial report received on (B)(6) 2008 and follow-up received on (B)(6) 2008: this non-serious report was received from a physician via our affiliate in (B)(4). A ptc (product technical complaint) has been initiated for this report: (B)(4). This report involves a female pt (demographics were not provided) who was administered sculptra (poly-l-lactic acid) on an unspecified date (dosage and indication were not indicated). No medical history or concomitant medications were reported. This physician reported that a female pt received treatment with sculptra and has presented with late onset nodules. The nodules are not visible, but you can feel them. The pt was administered pmma (polymethylmethacrylate) before treatment with sculptra (dates not indicated). The physician stated that the pt is educated and capable of reporting where each product was applied. The physician indicates the nodules to be related to sculptra.

Manufacturer narrative:
Global ptc (B)(4) results: brr (batch record review) without hint to root cause. No faults, defects, damage detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved MFR batches marketed in (B)(4). The review of the dhrs (device history reports) and of the analytical results of these batches did not show any anomaly that could be related to the event occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.